Event description:
It was reported that there was an issue with the tubing. The device displayed, "flow: fluid at the filter site when changing tubing." The event occurred during infusion. There was patient involvement, no patient injury was reported.

Manufacturer narrative:
No samples were received for analysis of this complaint. The device history record of reported lot number 4248657 was reviewed, and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. Without the return of the samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined.